Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an alarm regarding the critical block and inverse critical block not adding to zero. The bolus stopped the alarm and the insulin pump was not dropped or bumped. The alarm occurred more than 5 times per week. Customer returned no other pump with the same complaint. Customer will monitor the issue.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. No unexpected pump error 15 was noted during testing or noted on formatted history file. The pump was received with a scratched case, broken belt clip rails and a missing serial number label.